Manufacturer narrative:
Concomitant medical products: 694758 lead; 419688 lead, implanted (B)(6)2009.

Event description:
It was reported that the right atrial (ra) lead measured high impedance and exhibited elevated capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was suspected of a fracture. The patient is a participant in the (B)(6) study.